Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was a contained leak of 3 ml of fluid from the instrument. The customer also reported there were voteouts (an error condition with non-numeric results) and flags with the reticulocyte test results. The operator was wearing lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak originated from a loose quick disconnect qd11 (stain chamber waste qd). The fse retightened the tubing and resolved the leak. This action also resolved the voteouts (an error condition with non-numeric results) and flags with the reticulocyte test results. In addition tubing through valves vl80b, vl97b and vl46b was worn and mounts for valves vl80b and vl46b were cracked and needed replacement. Unrelated to the leak, the probe rinse block was replaced due to intermittent failure. (B)(4).